Event description:
A malfunction was reported with a device, displaying a malfunction code and fault ID, although the specifics were technical in nature. There was no adverse impact to the customer's blood glucose level. The customer declined a replacement of the mobi pump and requested an exchange for an x2 pump instead, choosing to rely on a backup pump for insulin delivery in the meantime.